Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
New out of box device would not switch on. There was no patient involved in this event.

Event description:
New out of box device would not switch on. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the (B)(6)2018. The device was returned for ¿will not switch on¿. Information from the history log showed only one log entry recorded, which occurred while the device was at heartsine which would indicate the user could not power on the device. However, the sam pad device was successfully power cycled on multiple occasions throughout the investigation with the returned pad-pak installed. During the investigation no fault was found with the device or pad-pak that would contribute to the reported fault. The on/off circuitry, pogo pins and battery cable were verified without fault. The device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. Additional stress testing was then carried out at 50°c 95%rh for 5 days while performing a self-test every 20 minutes. This combined testing equates to approximately 9.5 years of normal use without fault. The device was manually power cycled on multiple occasions throughout this stress testing and all auto self-tests were successfully recorded. As the device performed to specification throughout testing at heartsine and due to only one log entry recorded, which occurred at heartsine, it is possible the user had incorrectly installed the pad-pak within the device resulting in the device failing to power on. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.